Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on (B)(6) 2025 as the complaint no longer meets the description of a reportable incident (there is no verifiable failure identified with the device(s). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation 1 unit of lot c2291213 of blb-024115 was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 17 july 2025. Observations from the lab evaluation were as follows: spool returned with wire attached no damage or defect observed on spool handle wire examined and no damage observed biopsy forceps jaws returned closed jaws open and close without any issue. The reported failure was not observed. Through the lab evaluation it was established that there was no issue observed with the returned device. The complaint description detailed the issue as ¿forceps not working¿. Despite three attempts for answers to standard questions and to get more information about what the specific issue the user had with the device, no further information was shared. If an update to the above queries is received then the file will be updated accordingly. Manufacturing records. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. An nc code (gen-065) (received out o spec) was noted for 1 device on the work order, however this part was subsequently scrapped and would not have contributed to this complaint issue. Instructions for use and/label. The warnings section of the instructions for use, ifu0034 which accompanies this device states the following: "visually inspect the product to ensure no damage has occurred. If the package is opened or damaged when received, do not use. If abnormality is detected that would prohibit working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0034). Image review an image was not returned for evaluation. Root cause analysis. N/a. As per (B)(4), section 6.12.2, ¿no root cause determination required: for unconfirmed complaints where the customer claim is not confirmed through supporting evidence or for negative/positive feedback where the complaint is based on customer opinion¿ through the lab evaluation it was established that there was no issue observed with the returned device. The complaint description detailed the issue as ¿forceps not working¿. Despite three attempts for answers to standard questions and to get more information about what the specific issue the user had with the device, no further information was shared. If an update to the above queries is received then the file will be updated accordingly. Confirmation of complaint. Complaint cannot be confirmed as there is no supporting evidence to identify the complaint failure. Corrective action/correction there was an increase in operating time and the complaint device was replaced with a second biopsy forceps to complete the procedure. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on (B)(6) 2025 as the complaint no longer meets the description of a reportable incident (there is no verifiable failure identified with the device(s). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510 k#: class I n/a. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Email from customer to (B)(4). Orders: 4-jul-2025 11h33. No lot number (confirmed on the phone). Biopsy forceps not working, which resulted in an increase in operating time. Use of a second biopsy forceps. The incriminated device is available at the pharmacy for examination.